Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Motor) the evaluation confirmed the reported event and attributed it to normal wear and tear due to the age of the device.

Event description:
On 03/25/2022, it was reported by a distributor via (B)(4) that a ar-8330f shaver will not oscillate, and is overheating. This occurred on (B)(6) 2022 during an unknown case, with no patient effect reported.